Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu-tni) result that was generated by the synchron lx i725 instrument. A patient sample was tested to accu tni and a result of 6.31ngm/l was obtained. The accu tni result was not reported out of lab. The customer re-tested the original sample for accu tni and the repeated result was 0.01ng/ml. There has been no patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check was performed before and after the event and the results met specifications. The sample was collected in a bd, lithium heparin plasma tube. The initial and repeated testing was done from the primary tube. The event was isolated to one patient sample. A field service engineer (fse) was not dispatched to the customer's lab as the customer declined service. Pre-analytical factors may have contributed to this event; however, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.